Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in-vivo. Concomitant medical products: 407645 lead, implanted: (B)(6) 2004; hc105-26 tissue valve, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness from loss of pacing due to oversensing of the right ventricular (rv) lead. The lead was turned off as it was felt there was an impending fracture. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.